Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder to treat acute cholecystitis during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. During the procedure, the axios cautery was attempted twice but was unsuccessful; however, tissue blanching was observed. A third attempt was made, and successful puncture was achieved. Deployment was then attempted, but the first flange of the stent deployed within the duodenum. The procedure was subsequently discontinued, and the puncture site was closed. There was no adverse event reported due to this event.